Event description:
Allosource was notified on (B)(6) 2012 of a potential adverse event. As stated in the complaint, "a patient presented 9 days post-op septic - graft was removed at that time; left knee arthroscopy - tibial debridement of tibial bone cyst with stimublast grafting. Registered nurse wasn't sure if the patient was septic prior to surgery or if stimublast was the root cause."

Manufacturer narrative:
During the initial investigation into this reported event, there were no deviations, further complaints or issues related to this donor. This device is terminally sterilized before release for distribution. Recovery agency reviewed all quality system records and no adverse events, complaints, deviations or issues related to this donor.